Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The devices remain implanted in the patient. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The reported events for stenosis and central regurgitation were confirmed based on the provided medica records. A review of the DHR and lot history did not provide any indication that a manufacturing non conformance contributed to the complaint event. A review of the IFU and training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Post implantation stenosis the event is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve stenosis and increased gradients over the time in patient. Per technical summary, stenosis and increased gradient across the valve are common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of stenosis and increased gradients. These include patient factors (age, disease state, pharmacological intervention, bmi (body mass index), tobacco use etc.), and mechanical stress related to the valves hemodynamic performance. Furthermore, evaluation of reported complaints for these types of events did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non conformance or device malfunction were found in any of the valves returned for these complaints. In this case, thv under expansion was reported. When the valve is not fully expanded the effective orifice area (eoa) is reduced, which can impact the normal functioning of the valve. Additionally, the patient has a medical history of hyperlipidemia. Hyperlipidemia is a significant risk factor for atherosclerosis. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis, renal replacement therapy, hypercholesterolemia, hyperlipidemia, and or diabetes mellitus can further contribute to atherosclerosis. As such, available information suggests patient factors (hyperlipidemia) and or procedural factors (under expanded thv) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Post-implantation central regurgitation: per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. As reported, a non-ew balloon (24mm true balloon) was used for post dilating the stenos incident valve, and the regurgitation was only observed after the post dilation. In this case, post dilation with non ew balloon could over expand or stretch on degenerated valve (stenosis), leading to suboptimal valve leaflets coaptation, resulting in central regurgitation. As such, available information suggests that procedural factors (post dilation with non-ew balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, approximately two years post implantation of a 23mm sapien 3 ultra valve in a pre-existing non edwards valve, high gradients were observed due to under expansion of the 23mm sapien 3 ultra valve in the non edwards valve. The plan was to perform a bav to fracture to two pre-existing valves to create a larger diameter. A bav was performed using a 24mm true balloon however the valves were over expanded creating central ai. A 23mm sapien 3 ultra resilia valve was deployed in the two pre-existing valves to resolve the central regurgitation. Per review of the received medical records, the echo findings confirmed valve stenosis. The patient signs and symptoms were reported as chf, generalized weakness, upper and lower extremity edema & sob with exertion.